Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown dose of an unknown concentration of morphine via an implantable infusion pump for spinal pain. It was reported that the patient was having a MRI because the pump was giving too much medication. The patient's managing physician prescribed the MRI. The event date was unknown and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.